Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated: device evaluated by manufacturer, evaluation summary attached, method codes, result codes, and conclusion codes. Device evaluated by manufacturer: the products were received in good condition with no visible external damage or defects observed. The acquisition processor and the mdu 5 were tested into a gold standard system and tested for functionality. Both units passed the functional test. The manufacturing batch record review confirmed that the devices met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-03408; 2134265-2013-03501. It was reported that during an intravascular ultrasound (ivus) procedure the mdu was unable to pullback the imaging catheter. While using the ilab ultrasound imaging system, the physician was unable to perform automatic pullback. No patient complications were reported.

Event description:
Same case as MDR ID 2134265-2013-03408; 2134265-2013-03501. It was reported that during an intravascular ultrasound (ivus) procedure the mdu was unable to pullback the imaging catheter. While using the ilab ultrasound imaging system, the physician was unable to perform automatic pullback. No patient complications were reported.